Event description:
It was reported that a stent fracture occurred. A synergy xd mr ous 3.00 x 12mm was selected for treatment of the target lesion which was located in the right coronary artery (rca). After placement of the stent, it was discovered through intravascular ultrasound (ivus) imaging that there was a section of the stent that had fractured and lodged downstream of the implanted stent. Another stent was advanced the next day in order to trap the fractured piece behind a new stent. There were no patient complications due to this event.

Event description:
It was reported that a stent fracture occurred. A synergy xd mr ous 3.00 x 12mm was selected for treatment of the target lesion which was located in the right coronary artery (rca). After placement of the stent, it was discovered through intravascular ultrasound (ivus) imaging that there was a section of the stent that had fractured and lodged downstream of the implanted stent. Another stent was advanced the next day in order to trap the fractured piece behind a new stent. There were no patient complications due to this event.

Manufacturer narrative:
Two synergy stents were returned under this event, however both stents were fully sealed in their inner pouches. Due to this, this product investigation is assigned the most probable cause classification of cause not established.